Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient experienced over stimulation and had turned their therapy off prior to the lead revision.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation due to lead migration. X-rays confirmed that the paddle lead had flipped and migrated to the right. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the paddle lead was repositioned back to midline. Post-operatively, stimulation therapy was restored.